Manufacturer narrative:
Philips service replaced the nehalem host pc monoplane rev_iii no_hdd and 19" color lcd monitor ER (dc19-ler), restoring the system to operational use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently failed to start; host pc and monitor replaced on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.